Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a total hysterectomy procedure with colpotomy, the active jaw of the device broke off and remained in the cavity, as the gynecologist could not extract it. The device was inspected prior to the procedure with no abnormalities found. The generator settings were seal3/ cut 2. An unspecified error was observed on the generator. The procedure was completed with an unspecified device. There was no patient injury reported. Olympus made several follow up with the reporter in attempt to obtain clarifying information regarding the reported event, as there were conflicting information provided during investigation.

Manufacturer narrative:
Based on further follow up with the user facility, olympus was informed that the probe unit broke off inside the patient's uterus cavity.